Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected.

Event description:
A report was received that ever since the patient had a car accident, the patient was experiencing shocking sensation on non target area and the device started to cause more back pain. Ipg database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient was getting unwanted stimulation. The physician does not know if the patient's pain was due to the car accident. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that ever since the patient had a car accident, the patient was experiencing shocking sensation on non target area and the device started to cause more back pain. Ipg database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that ever since the patient had a car accident, the patient was experiencing shocking sensation on non target area and the device started to cause more back pain. Ipg database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg will be replaced.